Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report filed november 14, 2013.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012, to excise subcutaneous tissue around abutment site. On (B)(6) 2012, the patient underwent revision surgery to manage skin overgrowth and infection; during the surgery abutment was exchanged. On (B)(6) 2013, the abutment was removed due to ongoing site issues and skin overgrowth and the patient was prescribed 800mg - 160mg tablets of bactrim ds and 500mg (four times a day) of keflex, post abutment removal. The implanted device remains.